Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue relating to underfill was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes nurse found that the negative pressure of the purple vacuum blood collection tube was not enough, resulting in insufficient blood collection. The following information was provided by the initial reporter. The customer stated: when taking blood, the nurse found that the negative pressure of the purple vacuum blood collection tube was not enough, resulting in insufficient blood collection.